Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left knee to address instability date of implantation: (B)(6) 2020; date of revision: (B)(6) 2021; (left knee). Treatment: revision of tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision operative notes on (B)(6) 2021 indicated that the patient received a left total knee revision due to chronic severe lateral-based iliotibial band pain and instability. Upon entering the joint, the surgeon performed an it band release and debulking along with exchange of the tibial insert. No product deficiencies noted. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : device associated with this report wasn't received for examination, however x-ray photos were provided. All available x-rays were reviewed, and it can't be determine any device related problem. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.